Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper line break was confirmed. The reported irregular appearance was not confirmed. The reported incomplete coaptation could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances, clip not returned). Additionally, due to the condition of the returned device (actuator retracted), the reported physical resistance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported gripper line break, physical resistance and irregular appearance could not be determined. Measurement of the gripper line met manufacturing specification. The reported single leaflet device attachment (slda) was attributed to patient morphology/pathology due to the observed thin, degenerative leaflets. The reported patient effect of tissue damage was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was received, indicating that the anterior leaflet tore and remained in the detached clip. The clip detached from the anterior leaflet, but remained attached to the posterior leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment and the single leaflet device attachment (slda), resulting in leaflet damage. It was reported that the patient, with functional mitral insufficiency, underwent a mitraclip procedure. The first mitraclip was placed and leaflet assessment was performed. The decision was made to deploy the clip and the gripper lines were unwrapped. It was noted that the gripper lines were longer than normal; however, the gripper line removability test was performed without issues. The lock line test was performed and the lock lines were removed without difficulty. The final arm angle test was performed and an attempt was made to deploy the clip. During deployment, slight resistance was noted when retracting the actuator knob. At this time, it was noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment / slda), with a portion of the anterior leaflet remaining in the clip. The gripper lines were removed, and it was noted that the gripper line was in two pieces. Four additional clips were implanted, and the mitral regurgitation was reduced from grade 4 to grade 3. No additional information was provided.